Manufacturer narrative:
The insulin pump passed the displacement test, occlusion test and basic occlusion test; however, the pump was unable to prime during the prime/compromised force sensor system test due to faulty fsr. Unable to perform the excessive no delivery test or verify motor error alarm due to prime/fill anomaly. The motor was tested outside "to" the device and passed.

Event description:
The customer reported via phone call that the insulin pump had reoccurring motor error. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.